Manufacturer narrative:
A steris service technician inspected the unit and found the split skirt cap was cracked and broken off of its mounting screw, the top shroud cap assembly was split open and loose, the override switch cover was broken on the right side an in an up position exposing the auxiliary switches and the ac power cord that plugs into the table was damaged along with the outer insulation. The technician stated that from the condition of the table, it appeared that items were being stored at the base of the table which could cause damage to the table that was observed. Warning against storage states: "caution do not use table base for storage". Additionally, with the override switch cover flipped up, switches could have been activated by draping or pulling of the switches by other device cords in the room such as IV cords. The technician replaced the split skirt cap, top shroud cap assembly, ac power cord and the power supply; following repairs, the 3080 surgical table back into service. The table is 17 years old and is beyond its useful life of 10 years. Steris has offered the user facility in-service training on the proper operation of the 3080 surgical table however the user facility declined.

Event description:
The user facility reported that during a surgical procedure a 3080 surgical table was in reverse trend, and when commanded to level, the table started to go into trend. A hospital staff member moved the power cord several times and the table went into multiple articulations. The table movement then stopped and the patient was transferred to another table where the procedure was completed successfully with no injury to patient or hospital staff. The hospital personnel involved in this event reported that at the time of the incident the operating room was dark and cannot confirm which button was pushed on the hand control.